Event description:
Case description: patient's height, weight and body mass index were not reported. Investigational results: name: novofine® 32g tip 6mm. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: norditropin® flexpro® batch number: unknown. No investigation was possible, because neither sample nor batch number was available. References included: reference type: e2b report duplicate. Reference ID#: mw5093798. Reference notes: FDA (us food and drug administration), USA. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt.#. Reference ID#: reference notes: medwatch 3500a MFR. Report number. Since last submission the case has been updated with the following: investigational results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer comment: 12-may-2020: as the device (novofine needle) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device and serious device injury caused due to missing needles are available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in the case. H3 continued: evaluation summary: investigational results: name: novofine® 32g tip 6mm. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
(Related symptoms if any separated by commas). Pen needles missing with norditropin order that led to serious injury [injury associated with device]. Pen needles missing with norditropin order [device dispensing error]. Case description: this serious spontaneous regulatory authority case received via FDA (us food and drug administration), USA from the united states was reported by a pharmacist as "pen needles missing with norditropin order that led to serious injury(device induced injury)" beginning on (B)(6) 2020, "pen needles missing with norditropin order(device dispensing error)" beginning on (B)(6) 2020, and concerned a male patient (age not reported) who was treated with novofine 32g 6 mm (needle) from unknown start date for "device therapy", norditropin flexpro (somatropin) from unknown start date for "drug use for unknown indication" (dose and frequency unknown). Medical history was not provided. On (B)(6) 2020, the patient reported that the pen needles were missing with the norditropin order which led to a serious injury. The reporter stated the patient usually receives 27-30 needles in the same shipment box (clarified not in the same package box as norditropin), and was shorted the number of needles needed. Batch numbers requested. Action taken to novofine 32 g 6mm needle was not reported. Action taken to norditropin flexpro was not reported. The outcome for the event "pen needles missing with norditropin order that led to serious injury(device induced injury)" was not reported. The outcome for the event "pen needles missing with norditropin order(device dispensing error)" was not reported. References included: reference type: e2b authority number. Reference ID#: mw5093798. Reference notes: FDA (us food and drug administration), USA.